Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. No new rv lead was implanted. Also, this lead will not be returned. No additional adverse patient effects were reported.